Event description:
It was reported that during a da vinci s hysterectomy procedure, a ceramic piece of the harmonic ace insert broke off and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of ceramic piece broke off into patient is confirmed with the following clarification: piece that broke is teflon, not ceramic. Insert was returned with the majority of the teflon pad detached from the clamp arm. A section of pad is still installed within the clamp arm groove. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.